Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the right atrial (ra) lead exhibited high and undefined atrial lead impedance alert. The ra lead remains in use. No patient complications have been reported as a result of this event.